Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of a system error 2058 event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
A system error 2058 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012, 19:03:47. No additional information is available.